Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch ultramini meter read inaccurately. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call with the patient on (B)(6) 2014. The patient tests his blood glucose 5x daily and his results are usually around ¿9-14 mmol/l.¿ the patient manages his diabetes with apidra insulin with meals (based on blood glucose and carbohydrates) and lantus insulin (46 units at night). The alleged issue began on (B)(6) 2014. The patient reported a blood glucose of ¿30 mmol/l¿ with the subject meter. Based on the alleged result, the patient administered himself an increased dose of apidra insulin (21 units). Afterwards, the patient claimed he felt low blood glucose symptoms of shakiness, nausea, fatigue and generally ¿unwell.¿ the patient¿s blood glucose was retested and reportedly obtained results as low as ¿5.0 or 2.4 mmol/l.¿ the patient drank ½ glass of orange juice and ate some food. The patient reportedly felt better about 20 minutes after. The patient denied testing with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained an inaccurate reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.